Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl due to a bent non-tandem infusion set cannula. A manual injection was administered to address bg. Customer performed an infusion set change and resumed insulin therapy.